Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual evaluation found that basket was in an open position when received and the sheath and the basket do not have kinks or damage. Functional evaluation found that the thumbwheel moved freely in both directions, however, the sheath would not move over the wire and the basket would not close. The device was disassembled and found that the pullwire was broken at the pinch vise assembly. The evaluation concluded that during the procedure excessive force or twisting of the device could have caused the failure pullwire broken. Moreover, during manufacturing, devices are inspected for device functionality/integrity. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval basket was used in the right ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant during the procedure, reportedly the basket functioned fine initially, but then became difficult to actuate. The basket was able to open, but was not able to close. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed an MDR-reportable event based on investigation results which revealed that the pullwire broke.